Event description:
It was reported to philips that device's suite computer needed to be replaced due to corrupt software. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Corrected data: additional narrative. Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. The customer was performing a diagnostic procedure, which could be completed as planned by restarting the system. Analysis of the system log file identified a software issue that causes the system to continuously restart (restart loop). This is likely to occur when the patient database gets too big over time (>500 studies). A philips field service engineer (fse) inspected the system on site and re-installed the system software as a temporary solution for the issue. Philips has initiated a medical device correction for this issue. The correction, which upgrades the system software to 2.2.7, has been implemented on the system, which has been returned to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use. The customer was performing a diagnostic procedure. The procedure was completed as planned by restarting the system. Analysis of system log file identified a software bug¿ lap stopped responding loop¿. A philips field service engineer (fse) inspected the system and identified that the system got stuck in reboot and shutting down when logged into philips support connect (psc), and it was unable to backup the system's procedure cards. Following troubleshooting actions, fse replaced suite pc and installed the software 2.2.3. The defective suite pc was returned to philips for further analysis. The analysis identified the that there was missing ssd in the suite pc. After replacement and software installation, the system was returned to use in good working orderthe codes were updated based on the investigation outcome.